Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (std. Drill speed) be used. The technique guide ((B)(4)) recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drive shaft to the reamer irrigator aspirator (ria) broke off. On (B)(6), 2014, a surgeon was using the reamer irrigator aspirator for the prophylactic nailing of a patient's femur. The surgeon reamed through the isthmus to the distal end of the femur. When the surgeon removed the ria assembly, the tip of the drive shaft broke off. The broken device was removed easily. Fluoroscopy was used to determine if there were any metal fragments in the patient. There were not. There was no surgical delay. The procedure was completed successfully without harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that criterion tool & die manufactured the reamer drive shaft, p/n 314.743, and lot #7432393 on (B)(4).there were no mrr¿s, ncr¿s, or complaint related issues with this lot. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.